Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to no pacing output. The patient was stable before, during, and after the procedure.